Event description:
Patient reported receiving the 07 (system alarm) on his device. The patient stated that the batteries exploded inside his infusion device. He was advised to remove the batteries. Upon removal, he found moisture and corrosion in the battery compartment. There was also moisture in the display screen. The patient also removed the insulin cartridge and noticed that the very bottom of the insulin cartridge was black and there was a smell of insulin. The patient was able to reinsert batteries to get the infusion device working. The customer then noticed that there were several cracks around the threading of battery compartment #3. The patient's blood glucose was not affected. The patient did not report assistance by a healthcare professional or second party to address the issue. The product has been requested for returned to be evaluated.